Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The issue could not be reproduced. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a vertex cranial biopsy procedure with the navigation system, the site placed the needle at 120, but when the needle was being guided, it stopped at the tumor and the needle trajectory said it needed to go 8 more millimeters. There was a reported delay to the procedure of approximately 2 hours as a result of this issue as the site went back in 3 additional times to obtain a piece of the tumor. The patient was affected. No additional information was provided.

Manufacturer narrative:
Additional procedure information received.

Event description:
The representative reported that the needle depth number was inaccurate in the sub window that displays the needle. It showed the needle in the tumor in all the images, but it was not at the tip stop point (the line) in the needle display window. Three samples were taken at different angles of the cut window. The site rotated the needle approximately 30 degrees when cutting samples. The surgeon extracted specimen from what was thought to be the tumor three separate times before aborting the vertek biopsy method. The samples all ended up being healthy tissue. The site was then able to get proper tumor specimens by suretraking the biopsy needle and used ultrasound guidance along with the newly navigated needle. The patient was under anesthesia approximately 1.5 hours longer than expected.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.